Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) exhibited stoppage during the incoming test. It was noted that retesting resulted with same issue. The encoder was replaced and during final test one, it did not stop during the test but failed on active current test and battery removal test. The mainboard printed circuit board (pcb) and new batteries were placed. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manuf acturer's analysis. There was no patient involvement.